Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction. The report for the incident is correctly reported under MFR report # 2243072-2025-00073 and 2243072-2025-00080.

Event description:
It was reported while using bd minidraw¿ finger sleeve, extra-large, there was sample leakage from one (1) tube. The patient passing out at the sight of blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd minidraw¿ finger sleeve, extra-large, there was sample leakage from one (1) tube. The patient passing out at the sight of blood. No adverse impact was reported regarding the patient or user.